Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific bg value was provided. Glucose tablets were consumed to address bg levels. Reportedly, customer attributed low bg level to increased exercise activity. Recommendation was made to consult with their health care provider to discuss diabetes management.